Event description:
It was reported that the lead had been explanted and replaced on the day of the report due to high "over limits" impedance. Diagnostic testing included impedance testing. Patient status at time of this report was alive with no injury. Patient symptoms or complications associated with this event were less than 50% therapy relief in right leg. Six days later it was reported that the location of the lead had been at t11. The patient was (B)(6), and was no more active than other patients. The patient was not involved in an accident. The lead was tested in or. As it was not working and impedances were still over limit, the lead was changed. After replacement, the patient was ok and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3877-45, serial# unknown, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the lead found all conductor were broken at the distal edge of the anchor from the distal end of the lead.